Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15605043. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70 , serial: (B)(4), batch: 16133559.

Event description:
It was reported that patient was experiencing pain at the ipg and anchor site. All device components were explanted and will not be returned. The patient was done well postoperatively.